Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed a "status 90" error message when an 100 joule self test was performed. The complainant indicated that there was no patient involvement in the reported malfunction.